Event description:
It was reported the patient experienced ¿electrical sensations around the stimulator.¿ the electrical sensations were additionally reported to have been located at the device pocket. The patient was reprogrammed as a result of the event and underwent x-rays and impedance testing. It was unknown whether the reprogramming had resolved the electrical sensation issue. The x-rays indicated that ¿nothing seemed to be wrong¿ and the impedance values were found to be ¿normal.¿ the patient¿s implantable neurostimulator (ins) was noted as having been in unipolar mode at the time of the issue. The patient was notably receiving effective therapy, despite the issue. The system remained implanted and in service at the time of report. It was also reported the patient was ¿very unhappy about the scar¿ from her device. Additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3389, serial# unknown, implanted: (B)(6) 2014, product type: lead. Product ID: neu_unknown_ext, serial# unknown, implanted: (B)(6) 2014, product type: extension. (B)(4).